Event description:
It was reported by service report that the neck section was bent down and would not move or adjust. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: release mechanism.